Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer may have turned off the basal rates. Customer's blood glucose was 279 mg/dl last night. Customer changed out the set and 3 hours later, his blood glucose was up to 442 mg/dl. Customer treated with 3 units of humalog. Customer corrected with a manual injection. Caller was advised to do a complete set change. Customer's spouse declined troubleshooting the pump and will change out the set. Customer was using apidra when he had a high blood glucose event.